Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) underwent a revision procedure due to more frequent and difficulty charging the implantable pulse generator (ipg). As part of the revision, the ipg was explanted and replaced. Postoperatively, the patient was reported to have been doing well. The explanted ipg will not be returned for evaluation, as it was disposed per hospital policy.

Manufacturer narrative:
The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Therefore, in the absence of device return and analysis the likely root cause could not be established. Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) underwent a revision procedure due to more frequent and difficulty charging the implantable pulse generator (ipg). As part of the revision, the ipg was explanted and replaced. Postoperatively, the patient was reported to have been doing well. The explanted ipg will not be returned for evaluation, as it was disposed per hospital policy.